Manufacturer narrative:
Product code (d2b) - additional product code qon. Premarket / 510(k) # (g4)- additional premarket/510(k) p190006.

Event description:
It was reported that the patient had a fall which led to lead migration which caused pain and discomfort. The lead became dislodged from the ins and symptom relief was no longer present. The patient experienced urinary incontinence. A lead revision was performed, and the patient was reported to be doing better. The device stimulation was slightly increased, and the patient is not having any leaks with slight urgency. A patient outcome of expected to fully recover was reported.

Event description:
It was reported that the patient had a fall which led to lead migration which caused pain and discomfort. The lead became dislodged from the ins and symptom relief was no longer present. The patient experienced urinary incontinence. A lead revision was performed, and the patient was reported to be doing better. The device stimulation was slightly increased, and the patient is not having any leaks with slight urgency. A patient outcome of expected to fully recover was reported.

Manufacturer narrative:
Product code (d2b) - additional product code qon. Premarket/510(k) # (g4)- additional premarket/510(k) p190006. The device is not available for analysis; therefore, no physical or visual analysis of the product could be performed. There was no report of a device performance allegation. A review of the manufacturing documentation for this device revealed that no anomalies or deviations related to the event occurred during manufacturing. The reported patient symptom(s) are known risk associated with this device type and indicated as such in the instructions for use.